Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted and replaced due to unknown malfunction. Further information is requested but not available yet.